Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024 d4: batch # (B)(4) b3: event day and month unknown. Captured as (B)(6) 24 the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Additional information: the stapler was difficult to get the cartridge into at the beginning of the case. After some difficulty, the device was loaded and handed off the surgeon. He went to close it and put it into the trocar but it ¿seized¿. The device closed strangely and then the surgeon was unable to reopen the stapler. It was never used on the patient and a new stapler was opened to continue the case. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler seized during the case. Scrub nurse said it was difficult to load as well. I am waiting for additional information and clarity. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch #184d98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and no reload present. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not be closed. The knife was returned to home position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the knife was partially advanced. A manufacturing record evaluation was performed for the finished device batch number 184d98, and no non-conformances were identified.